Manufacturer narrative:
Samples were not submitted to mts for evaluation, therefore, the customer's complaint could not be verified. No definitive root cause could be determined. Differences observed between test methods are not unexpected, since these test methods may exhibit different patterns of reactivity and sensitivity depending on the specific antibody. Labeling cautions the user as follows: optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies have been reported to be nonreactive. A complaint review indicated no other complaints were logged against lot # 020907001-19.

Event description:
The customer indicated that a false negative reactivity was obtained with a known sample containing anti-fya in manual gel using mts anti-igg card lot # 020907001-19. Testing was initially performed on the ortho provue analyzer using the same lots of reagents and gel cards and negative reactivity was obtained. The customer repeated testing in tube method using competitor's panel cells (immucor) in peg and anti-fya was identified. Erroneous test results were not reported, as the testing did not match results obtained with an alternate test method. A separate MDR report # MFR # 1056600-2006-00252 has been completed for the ortho provue analyzer.